Manufacturer narrative:
Updated fields: b4; d8; d9; g3; g6; g7; h2; h3; h6 (type of investigation, investigation findings, investigation conclusion, health effect impact code), h11. Corrected fields: e2- health professional, h6- health effect impact code. Due to character restrictions in block e1 initial reporter full name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The user department said that the pressure cable is broken. The fse reported that after checking, it was found that the pin on the pressure cable is bent, causing the pressure cable to be unusable. Currently in the process of waiting for repair approval from the customer. If there is any update available, complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) pressure cable was broken. There was no patient involvement and no harm or injury reported.